Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: jeon, s.h., et al. (2008). Anterior revision of a dislocated prodisc prosthesis at the l4-5 level. Journal of spinal disorders & techniques, volume 21, number 6, pp. 448-450. Authors: korea. This report is for unknown prodisc-l polyethylene inlay, unknown part and unknown lot. (B)(6), (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: jeon, s.h., et al. (2008). Anterior revision of a dislocated prodisc prosthesis at the l4-5 level. Journal of spinal disorders & techniques, volume 21, number 6, pp. 448-450. Authors: korea. The case report describes experience with anterior revision surgery for a dislocated prodisc artificial disc at the l4-5 level, 2.5 years after the initial surgery. Patient was identified as a (B)(6) woman. Patient immediate postoperative course after initial surgery was satisfactory. The objective was to highlight the difficulties and risk associated with the use of a repeat anterior approach for the revision of a prodisc that failed at the l4-5 level. Prodisc was removed and patient was revised to anterior lumbar interbody fusion cage. Patient recovered from surgery without sequelae, and her preop symptoms resolved. Radiographs post revision surgery showed complete resolution of spondylolisthesis. This report refers to: persistent back pain that radiated to both legs developed after patient had engaged in heavy lifting 18 months after the initial arthroplasty. Patient was diagnosed with spondylolisthesis caused by the anterior dislocation of the polyethylene core and the anterior migration of the superior metal plate. Preoperative radiograph included. During clinical examination, patient complained of severe back pain, sitting intolerance, difficulty in walking, and radiating leg pain, and numbness along the s1 dermatome on both sides. Conservative therapy for more than 1 year had been unsuccessful. During revision surgery, multiple venous injuries occurred but were well controlled with a 5/0 polypropylene suture. Patient lost a significant amount of blood (3800 ml) intraop. During revision surgery, it was noted that the polyethylene inlay had dislocated anteriorly with no evidence of gross wear or damage. The inferior components were well fixed and the superior component had migrated slightly in an anterior direction. Removal of the polyethylene inlay was difficult. A chisel was needed to split it. This report 1 of 3 for (B)(4). This report is for an unknown quantity of prodisc-l with an unknown part number and lot numbers. A copy of the literature article is being submitted.